Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to a failure of the image sensor unit or video connector. The warning for this event is described as follows in the instructions for use, chapter 3, preparations and inspections, 3.8 checking functions in combination with related devices. "[Inspection of endoscopic images]. Check if normal light observation images and nbi observation images are displayed normally. Do not look at the tip of the endoscope from the front when the illumination light is emitted from the endoscope. Doing so may hurt your eyes. Do not wipe the lens at the tip of the endoscope with a cotton swab with a metal handle. It may get scratched. Before inspection, wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water. Observe the palm, etc. Using normal light observation images and nbi observation images. Confirm that the illumination light is emitted. (See figure 3.23). Adjust the light intensity to an appropriate brightness. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. Operate the angle lever of the endoscope to bend the curved part. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H10 in the previous report was missing the device evaluation results. The device evaluation results are provided below: the subject device was returned and evaluated the image was failure was not confirmed. The following faults were also identified: (a) the adhesive on the rubber portion of the insertion section was chipped due to physical stress, (b) the sw1 and sw3 switches were scratched, (c) the video cable was scratched/dented, (d) and the video connector case was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was no image due to a communication error when connecting the endoeye flex deflectable videoscope to the visera elite video system center. The event was found during a therapeutic laparoscopic cholecystectomy procedure. There was a 5¿10-minute delay and the procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device has been received for evaluation; however, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.